Event description:
From staff: attempting to place 16fr foley catheter in patient from kit, due to infection issues, a new catheter was needed. When attempting to remove used catheter from bag tubing, the catheter pulled apart where the saline balloon port connects and in the middle of the catheter.